Manufacturer narrative:
Philips investigated the complaint, and a field service engineer (fse) inspected the system onsite. The inspection revealed that the flex viewing pc failed to boot. To restore system functionality, the flex viewing pc was replaced, and the system was returned to use in good working order. The defective flex viewing pc was returned to philips for failure analysis, which determined that the boot-up failure was caused by either a motherboard or a ram failure. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.